Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). 2750 of 15323 lifetime v-sic are recorded beginning 03 sep 2013. Maximum ventricular pace impedance rises from 648 ohm the week ending 27 aug 2013 to greater than 2800 ohm the week ending 03 sep 2013. There are 4 ventricular fibrillation and 46 non-sustained (nst) events of less than 220 milliseconds (ms) v-v cycle recorded between 02 and 03 sep 2013.

Event description:
It was reported that there was an alert for high impedance and oversensing/noise in the right ventricular lead. It was further reported that there was a confirmed lead fracture. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).